Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: textured to smooth implant exchange.

Event description:
Physician reported left side textured to smooth implant exchange. Physician later reported rupture. Device has been explanted and replaced.

Event description:
Physician reported, left side textured to smooth implant exchange. Physician later reported, rupture via mammography. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: textured to smooth implant exchange.